Event description:
The customer reported that the unit failed with pressure sensors failure occurrence. The customer reported that the unit was in use on patient, but no patient harm reported. The biomedical engineer replaced the data acquisition to motor controller cable and the data acquisition board and the reported problem was corrected. The unit is now back in service.